Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed final testing due to a valve error. There was no harm or injury reported. There was no reported patient involvement. A manufacturer field service engineer has been assigned to service the device. The manufacturer investigation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.